Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse injectable implant could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us nurse and concerns a female patient (herself). She injected herself with radiesse, into the zygoma (off label use of device). She was injected with radiesse on the bone, in small aliquots of 0.1-0.2 along the bone. Perfusion was present. Superior portion was 3 seconds and less with patient palpation. Inferior lateral zygoma (where the bruising was worse) had perfusion, slightly sluggish but still within 3-4 seconds. Subsequently, she injected retrograde with a needle on the lateral zygoma. She stayed above the muscle. The reporter did admit that she only injected periosteal or supraperisoteum, however, since she injected herself, her angel was poor and decided to do this technique at that time. In (B)(6) 2023, after the treatment with radiesse, the patient experienced that she may have a vascular occlusion. She had some marbling and areas that look a bit blanched, as well as nerve pain in the area with swelling. The patient started a vascular occlusion protocol immediately, including kenalog (steroid) injection with hylenex. The day after, the patient repeated a saline and lidocaine flush with heavy massage and heat. On (B)(6)2023, the day of this report, on day 3 (as reported), the area starting from the apex of the zygoma and lateral showed areas of ecchymosis and erythema. There were no areas of white blanching noted. As reported, the patient had hypersensitivity on the lateral zygomatic arch when she touched it, and admitted it felt like nerve pain. On video, a profound streak that indicated continued travel with occlusion was not visible. The patient said that the darker areas on her cheek, which was what she was most worried about, looked much better at the time of this report. There were no necrotic areas visible, and the patient never saw any scabs or dark necrotic spots appear. It looked to be irritated with moderate tissue disruption, most likely from massaging and flooding with diluent. As reported, post 3-day injection, it looked appropriate for a healing occlusion. The patient was having her medical director call in a medrol dose pak to help decrease internal inflammation (she was hoping that helped with some compression of the nerve). She was also familiar with the benefits of hyperbaric oxygen use if it was deemed necessary. The reporter had great understanding and knowledge base of how to manage an occlusion pertaining to radiesse. She was advised that if the progression worsened throughout the weekend, she needed to seek medical attention through her local emergency room (ER). The patient was confident that it was progressing positively and did not seem too concerned about it at the time. Due to the provided information, the outcome of the events was considered as resolving.